Event description:
A new patient's meter read 5.1 it was discovered thatthe meter was set in mmo1/l. The nurse was able to reset the meter back to mg/dl with assistance. The nurse did not allege that any adverse event occured. The meter is to be returned for evaluation, and a replacement meter will be sent.